Event description:
It was reported, it was noted under fluoroscopy, the distal portion of the drainage catheter had fractured and remained in the patient. No attempts were made to retrieve the detached catheter segment. Another drainage catheter was successfully placed for continuation of treatment. It was later noted the detached segment passed by normal peristalsis. The patient's condition is good. This device has not been received for evaluation. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints to date on this lot number. Co's follow up revealed this catheter was being used as a feeding tube, which is a non indicated use of this device. Co believes user technique and/or patient anatomy may have contributed to this event. However co is unable to determine the exact cause for this event. Co's directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections."